Manufacturer narrative:
(B)(4).

Event description:
During a patient use event, the user is questioning the "no shock advised" notification given by the device followed by a "shock advised" notification of what appeared to be the same rhythm. The patient outcome is unknown.